Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was 168 mg/dl. During the system check with tandem technical support, it was determined that the infusion set site should be changed. However, the customer did not change the site and was able to bolus without another occlusion occurring. The customer indicated that the site would be changed.